Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This report will be updated when the investigation is complete. The trends will be evaluated. This is the same event as 3010536692-2015-01515 and 01516. This event occurred in the (B)(6).

Event description:
Allegedly revised due to malalignment (right). Revision njr index no: (B)(4).